Manufacturer narrative:
The customer contacted siemens to report discordant, falsely low creatinine (ecre_2) test results were obtained on an atellica ch 930 instrument. Siemens is investigating this issue.

Event description:
Discordant, falsely low creatinine (ecre_2) test results were obtained on an atellica ch 930 instrument. The initial result was not released to the physician(s). The same samples were repeated on the same instrument and higher test results were obtained. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low test results for creatinine.

Manufacturer narrative:
The initial MDR 2432235-2019-00416 was filed 19-nov-2019. Additional information (09-dec-2019): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced and adjusted the reagent mixer. The cause of the discordant, falsely low creatinine (ecre_2) test results was the reagent mixer. The instrument is performing within specifications. No further evaluation of this device is needed. Section h6 method code, result code and conclusion code were updated.